Manufacturer narrative:
This report is for one (1) unknown pfna blade. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: sun, xiangxiang et al, "fibrous dysplasia of bone: surgical management options and outcomes of 22 cases," molecular and clinical oncology 9, pages 98-103 (china). The purpose of the retrospective study was to review a series of 22 patients and share the findings about fibrous dysplasia (fd) in terms of surgical management and outcomes. There were 11 males and 11 females; mean age was 28.4 years, range 15 48 years, with fd between december 2011 and july 2015 who were included in the study. Fourteen patients had monostotic fibrous dysplasia (mfd) and eight patients had polyostotic fibrous dysplasia (pfd) with nine lesions. Surgical operations including curettage and bone grafting with or without internal fixation and osteotomy were planned upon symptoms, impending fracture or progressive deformity. Internal fixations were all provide by synthes and included plate and screws (p&s), dynamic hip screw (dhs), intramedullary nail (imn), proximal femoral nail antirotation (pfna), and massive allografts and internal fixations were applied in lesions with low bone stock left after curettage. All patients were followed up from 15 to 58 months with an average of 26.0 months. Functional and radiographic outcomes were recorded. A (B)(6) female had a complication of spiral blade cutting out of the femoral head occurred at 6 month period after the surgery of curettage, bone grafting and pfna implantation. Revision surgery of an allograft fibula implanted to replace the spiral blade was performed. But the radiographic and functional results were unsatisfactory at 16 month follow up. This report is for an unknown proximal femoral nail antirotation (pfna) spiral blade. This is report 1 of 1 for (B)(4).